Manufacturer narrative:
Customer (person): phone: (B)(6). Occupation: product specialist. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that there was difficulty removing the wire guide during insertion of a five lumen polyurethane central venous catheter on (B)(6) 2020. Upon removal of the wire guide, it was found to be broken. A male patient was admitted to the adult critical patient unit for acute respiratory failure associated with covid-19, and was reported to be in respiratory isolation. The indication for placement was administration of medication, hemoderivatives, and other treatment. A puncture was made in the subclavian vein under "sterile technique". The guide wire was inserted and after dilation, and attempt was made to insert the catheter. There was difficulty experienced inserting the catheter, and at this point, the wire guide was removed and found to be unraveled. Due to the possible risk of injuring the patient with the broken wire guide, the entire device was removed from the patient. A different manufacturer's catheter was used at a different puncture site to complete the procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: it was reported that a wire guide from a five lumen polyurethane central venous catheter set (c-uqlm-1001j-rsc-rd) from lot 13100434 experienced difficult removal and unraveling. The wire guide was introduced after puncture without issues. However, there was difficulty while advancing the catheter over the wire guide and while withdrawing the wire guide. Cook became aware of this event on 22oct2020 upon being notified by cencomex s.a. The patient reportedly experienced no additional adverse effects as a result of this incident. A review of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the dhrs for the reported complaint device lot (13100434) and the related wire guide subassembly lot revealed no recorded non-conformances. A database search identified no other events associated with the reported device lot. As there are no related non-conformances or other complaints from this lot, there is no evidence that nonconforming product exists either in house or in the field. Additionally, cook has concluded that the device was manufactured to specifications. Cook also reviewed product labeling. Instructions for use (IFU) document c_t_rdulm_rev4 [uncoated and heparin-coated central venous catheters] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿precautions standard seldinger technique for placement for placement of percutaneous vascular access sheaths, catheters and wire guides should be employed during the placement of a central venous catheter. Instructions for use 4. If resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result. How supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause for this event was traced to component failure without a deficiency in manufacturing/device design. Since the difficulties with the device started when advancing over the catheter, it is possible that the wire guide was damaged at this point. This may have been due to damage incurred when advancing through the needle. Based on the angle of the sharp distal end of the needle versus the blood vessel, the wire guide may catch on the tip and start to unravel. It is also possible that tortuous patient anatomy contributed to wire guide damage. However, these possible causes cannot be confirmed without additional imaging/information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.